Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause for the por was not known, however all was fine with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported informational power on reset (por) message on the charger since last night (B)(6) 2020. Patient services was able to walk the patient through clearing the por message and the patient was able to turn stimulation back on. The issue was resolved. No patient symptoms were reported.